Manufacturer narrative:
G2. Foreign: ca. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient reported that their implant battery decreased from 100% to 30% over a six day period. They reiterated that when the stimulator is off they lose about 30% of battery charge over 3-4 days. The patient is concerned that the battery is depleting too quickly and is worried about potential battery leakage. The local manufacturer representative (rep) explained that the battery will lose charge even while stim is off, and that the device is still working within normal limits the patient was unhappy with their responses, but their device shows no errors on interrogation. The rep offered to have the patient come into clinic periodically and check it, to which they replied that they will let the rep know "when the battery fails completely". The neurosurgeon is aware that the patient has a concern, but agrees that this is not a battery replacement situation at this point.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that for over the past several months the patient has noticed the device will discharge dramatically even when stim was off. He described that he had charged his device to 100% with stim off, then left it off for 3 days. When he turned the device on, the battery was at 70%. He also states that the time the device will stimulate before needing to be recharge has decreased. Stim used to "last all day" now it lasts about 4 hours. There were no contributing factors. Troubleshooting was performed. Interrogated ins, alerts included a battery discharge, and a time change. Nothing more. All impedances were good. He has an implanted resume tl lead at the base of the skull and extension, off label use for occipital pain. No actions taken other than telling patient to keep track of charging and battery life so we can keep an eye on it. Issue was not resolved. No surgical intervention occurred.